Event description:
On (B)(6) 2016, a dental professional reported a patient who was treated with a 3m esp lava ultimate cad/cam restorative for cerec crown required root canal treatment. This patient received the lava ultimate crown on tooth #20 on (B)(6) 2013. The crown debonded on (B)(6) 2014, at which time it was noted there was decay under the crown. Root canal treatment was performed on (B)(6) 2015.

Event description:
On (B)(6) 2016, a dental professional reported 15 cases of patients who required root canal treatment of teeth treated with 3m espe lava ultimate cad/cam restorative for cerec crowns. Further patient-specific information is not yet available; the dentist did note that many of these crowns were placed in 2013 and the root canal treatments have been performed in the last 3-4 month period..